Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. During visual inspection, the damaged keypad was observed. The cause of the issue could not be determined. To correct the condition, the keypad was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged keypad. No additional information is available.